Manufacturer narrative:
Reported device not marketed in the u.s., however similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device resisted within the u.s. Are. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The patient has been treated with esosponge. After 8 days the patient died, because of none stoppable bleedings. 3 sponge exchanges have been carried out, then suddenly strong bleedings occured. While a open surgical revision, vessel lumen have been observed. As informed by the doctor, the patient was critically ill. It was also noted, that eventually the choice of the treatment/care was not optimal. Patient died because of bleedings.

Manufacturer narrative:
(B)(4). The incident reported in this medwatch report occurred in (B)(6); (B)(4).